Event description:
It was reported that the asymptomatic patient presented via merlin@home transmission. Post-paced t-wave oversensing was observed on the device via stored egm. Programming changes were recommended. No further information is available at this time.